Manufacturer narrative:
No report of patient involvement. The biomedical engineer troubleshot this reported fault with ge healthcare technical support and confirmed the mylar flap of the expiratory flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not registering exhaled tidal volume during pre-use checkout. There was no report of patient involvement.